Manufacturer narrative:
The reported field event of setscrew anomaly was not confirmed. The atrial and the ventricular setscrews were able to be engaged by the torque wrench and fully secure the lead. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an unrelated procedure, the implantable cardioverter defibrillator (ICD) displayed a malfunction of the fixation screw that made it unusable therefore the ICD was replaced during the procedure. The patient tolerated the procedure well, there were no immediate complications.